Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
See MDR # 1219856-2013-00044 for the related intra-aortic balloon (iab) event involving the same pt. It was reported that they were not able to pump, alarm message "system error 1 and purge failure." Blood was found in the pump, blood entered the pneumatics. Add'l info received on february 15, 2013 stated that the pt's vessels were not too tortuous. After the md inserted the iab via a sheath in the pt's right femoral artery. Intra-aortic balloon pump (iabp) therapy began. Just as pumping began, the pump alarmed leakage. The iab was removed with the sheath and spring wire guide (swg) as one unit. Another iab was retrieved and inserted. There was a 30 minute delay in iabp therapy. Medical/ surgical intervention was not required. The pt was not injured nor were there complications reported. The pt survived. An update received on february 27, 2012 reported that the pump alarmed "helium loss" for 30 - 45 minutes before they removed the iab. The md inserted another arrow iab into the same insertion site. It was at this time that the pump alarmed system error 1 and purge failure. There is only one pump in this facility.

Manufacturer narrative:
MFR control no. (B)(4). Device evaluation: no iabp parts or recorder strips were returned for evaluation. Several attempts to obtain further information on the service of the pump were made to no avail. The service database was checked and there was no further information received on the service of the iabp. Blood can only enter the iabp from an lab that develops a leak the iab was discarded and no information was available. The instructions for use (IFU) state: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." Blood introduced into the helium pathway of the iabp will impeded valve function and result in the alarms reported. A device history record review was conducted for the serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "not able to pump, alarm message "system error 1 and purge failure" could not be confirmed since no parts were returned for evaluation.

Event description:
See MDR #1219856-2013-00044 for the related intra-aortic balloon (iab) event involving the same patient. It was reported that they were not able to pump, alarm message "system error 1 and purge failure". Blood was found in the pump, blood entered the pneumatics. Additional information received on 15feb2013 stated that the patient's vessels were not too tortuous. After the md inserted the lab via a sheath in the 4 patient's right femoral artery, intra-aortic balloon pump (iabp) therapy began just as pumping began, the pump alarmed leakage. The iab was removed with the sheath and spring wire guide (swg) as one unit another iab was retrieved and inserted. There was a 30 minute delay in iabp therapy medical / surgical intervention was not required. The patient was not injured nor were there complications reported. The patient survived. An update received on 27feb2012 reported that the pump alarmed "helium loss" for 30 - 45 minutes before they removed the iab. The md inserted another arrow iab into the same insertion site it was at this time that the pump alarmed system error 1 and purge failure. There is only one pump in this facility.